Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported a patient had a urinary catheter placed post ortho surgery. Approximately four hours after placement the rn tried to remove the catheter, but the balloon would not deflate. The obgyn went in to assess the patient and visualize the inflated balloon, but again it would not deflate. Next a urologist went in to see the patient and the inflation valve on the foley was cut, but the balloon still would not deflate. The urologist tried passing a wire through the inflation lumen, but it did not deflate the balloon. The urologist then tried passing a 25g spinal needle alongside the catheter, but was also unsuccessful. Finally, a 25g spinal needle was passed through the anterior of the vaginal wall and the balloon was punctured and deflated. The patient was given bactrim to prevent infection from all of the manipulations of trying to deflate the balloon.

Event description:
It was reported a patient had a urinary catheter placed post ortho surgery. Approximately four hours after placement the rn tried to remove the catheter, but the balloon would not deflate. The obgyn went in to assess the patient and visualize the inflated balloon, but again it would not deflate. Next a urologist went in to see the patient and the inflation valve on the foley was cut, but the balloon still would not deflate. The urologist tried passing a wire through the inflation lumen, however it did not deflate the balloon. The urologist then tried passing a 25g spinal needle alongside the catheter, and was also unsuccessful. Finally, a 25g spinal needle was passed through the anterior of the vaginal wall and the balloon was punctured and deflated. The patient was given bactrim to prevent infection from all of the manipulations of trying to deflate the balloon.

Manufacturer narrative:
The device was returned for evaluation. The sample was evaluated and no pinch or blockage was observed. No conditions were found on the sample that could be associated with the reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Correction: per email received from the FDA on 17apr2019, a correction for field g7 was requested to capture the correct type of MDR report follow-up # that was submitted on 28-july-2018. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported a patient had a urinary catheter placed post ortho surgery. Approximately four hours after placement the rn tried to remove the catheter, but the balloon would not deflate. The obgyn went in to assess the patient and visualize the inflated balloon, but again it would not deflate. Next a urologist went in to see the patient and the inflation valve on the foley was cut, but the balloon still would not deflate. The urologist tried passing a wire through the inflation lumen, however it did not deflate the balloon. The urologist then tried passing a 25g spinal needle alongside the catheter, and was also unsuccessful. Finally, a 25g spinal needle was passed through the anterior of the vaginal wall and the balloon was punctured and deflated. The patient was given bactrim to prevent infection from all of the manipulations of trying to deflate the balloon.